Event description:
It was reported patient burn during the use of autocon iii 400. Burn to the patient leg at the site of neutral electrode, discovered after the procedure. According to the available information there was additional or prolonged hospitalization required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
New information is provided in section d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).